Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition of the loose contact with the battery holder was not confirmed. Therefore, an assignable root cause was not determined. However, during repair, it was determined that the device had an intermittent operation. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the contact pins of the small battery drive device were heavily worn and damaged. It was determined that the device had an intermittent operation (temporary interruptions while usage). It was further determined that the device failed pretest for check the off/oscillation/on switch mode function and check switching function. It was further determined that the tests associated with check the triggers and electronic control unit (ecu) function, check the compatibility between colibri/small battery drive (sbd) and colibri ii/sbd ii and check the function with electric pen drive-console could not be performed. It was noted in the service order that the device had a loose contact with the battery holder. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.